Manufacturer narrative:
Two still images were received from the account. The dislodged stent is visible on the guidewire in the vessel. The images also confirm the presence of calcification and stenosis in the vessel. (B)(4).

Event description:
It is unknown if the device was removed from the packaging per the instructions for use, inspected and prepped prior to use. Physician was attempting to use one assurant cobalt stent in a lesion in the common iliac artery with 60% stenosis but the stent dislodged and was removed with a snare. It is unknown if there was resistance encountered when advancing the device but there was no excessive force was used. There was no injury to the patient.